Manufacturer narrative:
It was reported there is fluid leaking from the back of the plunger. To aid in the investigation, one sample with the packaging blister top web was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage and passed. A device history record review was completed for provided material number 309653, lot number 1112019. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and probable root cause could not be offered. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok syringe, the device experienced leakage past the stopper. The following information was provided by the initial reporter. The customer stated: I would like to report a complaint regarding the 50ml syringes delivered by you. There is fluid leaking from the back of the plunger. The back of the pestle leaks out the fluid (propofol). So there is a high risk of shallow anaesthesia.